Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing-dependent patient presented in the clinic a few weeks ago. Upon interrogation, the right ventricular lead exhibited high lead impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the whole procedure.